Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "nodule formation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected under the eyes with 1cc of juvéderm vollure¿ xc, in the cheeks with 2cc of juvéderm voluma® xc, and in the lips with 1cc of juvéderm volbella® xc. A month and a half later, the patient developed a ¿nodule formation¿ at the injection sites. The patient was treated with hylenex and prednisone one year later and again 5 days later, 9 days later, 4 days later, 3 days later, 4 days later, 8 days later, and again 1 month later. The symptoms fully resolved at an unspecified time later. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00114 (allergan (B)(4)), and MDR ID # 3005113652-2019-00115 (allergan (B)(4)). This MDR is being submitted for juvéderm vollure¿ xc.